Event description:
Device malfunction: none. Time of symptoms: post-procedure, during hospitalization. Symptoms/ae: intracerebral hemorrhagic event, death. It was reported that post successful and uneventful lica stenting procedure (in 2007) at approximately 2:00 am, one day later, the patient experienced a right intracerebral hemorrhagic event and died. No additional info available.